Event description:
It was reported that the event involved a male pt while in the operating room (or) and the pt's room where the pt expired. On (B)(6) 2012, the intra-aortic balloon (iab) was inserted through the teflon sheath via femoral artery with no issues. The pt was taken off the heart lung machine and the intra-aortic balloon pump (iabp) treatment was given in the operating room. At first, a monitor was used for the ECG, then the ecc waveform appeared on the display of the iabp (serial #(B)(4)) became irregular, looking like ap (arterial pressure) waveform ECG became hard to obtain. No pacing spike was observed on ECG; however, the pacing waveform was observed on the monitor. The trigger mode was switched to the ap trigger mode, but it did not get better. The trigger mode was switched to the internal trigger mode. After the operation, the pt's condition became stable and the pt was moved to a pt room. While pumping using the fos (fiberoptix sensor), the pump started to inflate the balloon during diastolic phase. Next, the running mode was switched to the operator mode and the pattern trigger mode was selected. The inflation timing was manually delayed. When the fos was used, the waveform gradually increased and the ap exceeded 300 mmhg. As a result, changing the trigger modes resolved the issue. The pt expired on (B)(6) 2012, the day the iab was removed. There was no reported injury or complications. There was no delay or interruption in therapy noted. Additional information received on (B)(6) 2012, per the sales representative, the me (medical examiner) stated that our device did not cause or contribute to the pts's death. Time of death: 7:30 pm on (B)(6) 2012. The medical examiner was unable to say the cause of death because it's the pt's personal information. The iab was inserted approximately 2:30 pm on (B)(6) 2012 and removed approximately 8:00 pm on (B)(6) 2012. Performed on the pt was CABG; lad (left anterior descending), d1, om2, 0m3, pd (posterior descending).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.